Event description:
It was reported that the patient presented in clinic for routine follow-up. It was found that the patient's implantable cardioverter defibrillator exhibited a diagnostic anomaly in which the corvue algorithm failed to be programmed on. No intervention was performed. The patient was stable.